Event description:
It was reported that a "resume insulin" alarm occurred inappropriately on multiple occasions and that the wake button was sticking. Additionally, it was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump. The pump was reset, a cartridge was successfully loaded onto the pump, and insulin delivery was resumed. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Reportedly, the customer administered a manual injection to address elevated bg level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.